Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cycler. The pt stated that the cycler has been leaking fluid intermittently. She completed her treatment, had no adverse effects and did not require any medical intervention. Companion sample is available.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.